Event description:
Additional information provided indicates that on (B)(6) 2021, the patient returned for a follow up transthoracic echocardiogram (tte). The imaging revealed that the pvl and tr had been resolved and the patients symptoms were improving. The patient is stable. No additional information was provided.

Manufacturer narrative:
An event of dyspnea upon exertion, paravalvular leak and tricuspid regurgitation was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Clinical study: (clinical study (B)(6) approval study, (B)(6)). It was reported that on (B)(6) 2021, a 35 portico ng valve was successfully implanted in a patient with pre-existing conditions of myelodysplastic syndrome, schatzki¿s ring, prior ruptured diverticulum, hyperlipidemia, improved atypical chest pain, pre-procedural left bundle branch block (lbbb) / premature ventricular contractions (pvcs), pre-procedural mild mitral regurgitation (mr). On (B)(6) 2021, the patient presented complaining of dyspnea on exertion. An echo was performed and found moderate paravalvular leak (pvl) and mod-severe tricuspid regurgitation (tr). Bumex was given due to the belief that the patient is experiencing fluid overload. The patient is slated to return for a follow-up echo on (B)(6) 2021. The patient is stable. No additional information was provided.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.